Manufacturer narrative:
Device evaluation- one device was returned for evaluation. The returned device examination showed that within the sealed blister package, the needle and the needle protector were separated. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no issues with the products being assembled. The investigation determined that the issue occurred due to a manufacturing issue. An in-depth investigation was initiated.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. MFR# clarification: new registration number 3012307300 ((B)(4)) is now being used for MFR report number, replacing registration number 2183502 ((B)(4)).

Event description:
It was reported that a deltec gripper micro blunt cannula safety needle protection cap separated from the needle when a user checked the needle prior to opening the package. The needle stuck out from the package, which caused a needlestick accident to occur to the clinical staff. No permanent injury was reported.